Event description:
From the complaint description: preparation of the pump by the nurse with 120ml, in accordance with the prescription, for passage in 12 hours. Installation of the pump at 7:30 a.m. Yesterday. The patient calls back at 2:30 p.m., the diffuser is empty. Preparation then a new pump at 3 p.m., with 200ml, for a passage in 20 hours to cover the night. The patient calls back at 11 p.m., the diffuser is empty.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 23k11ged41, there was no defect encountered during in process and final control inspection. Sample evaluation: no sample and no picture was received for further investigation. Investigation results: final control flow rate report of affected batch 23k11ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 2.49% and 7.72%. As no complaint sample was received, further investigation was not possible. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.